Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. Ample and available information was noted in the event description, as reflected in the complaint file. No attempts for procedure or pt-specific add'l information will be made.

Event description:
The male pt had the following medical history: previous CABG, hypertension, hyperlipidaemia, diabetes mellitus, and a previous mi. Pt received 3.0 x 13 mm cypher select plus stents in the proximal circumflex and the intermediate/anterolateral artery (mid circumflex). During all follow-ups after the procedure, the pt continued to report angina pectoris. Ten months post procedure, the pt had a re-pci performed due to in-stent restenosis of the cypher stent located in the mid circumflex. The lesion was treated with a 3.0 x 8mm taxus stent.